Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2018-00004. It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017, and received several unsuccessful cavity integrity assessment (cia) tests using two disposable devices. The physician then performed a hysteroscopy. The patient was still distended, but the physician visualized the "left tubal ostia looked deeper and potentially perforated". The procedure was aborted. There was no intervention required and the patient was discharged.